Event description:
Pt had stents implanted. Pt visited the doctor for a check up and it was found that one of the stents was occluded. A procedure to reopen that artery was carried out. Three months later a repeat procedure to reopen the second artery was carried out. The pt is in good condition.